Manufacturer narrative:
Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause is determined to be medical grade silicone that allows the syringe plunger to glide through the syringe barrel. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Hello good morning. I am the mother of a 4 year old diagnosed with diabetes type one. From day one we have used 6mm ultra fine bd insulin syringes for your insulin. The last two boxes we bought some came out with small drops of water inside them, we noticed by removing the air that comes into them when it is going to be used and we had to throw away almost all the box. I don¿t have the batch information from those boxes. Today we went to the pharmacy to buy more and we commented on what to buy open at the counter and the first one that came out happened the same. It seems important to me that you know this because every drop of insulin counts and if you have that water is a part of insulin that is not being applied.